Manufacturer narrative:
D4: no product found with product code; device information was unavailable. Additional information: the pump is in hand, but the wire was discarded. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During a scheduled implant of an impella 5.5. We had great difficulty placing this device due to the patient's anatomical complexity. We placed with an o.027 wire but was unable to remove the wire due to a wire kink that occurred during advancement. A stiff 0.035 lunduerquist was asked for by the physician with the device advancement continuing to be difficult with the different wire. Once in an on the device was pulled back unable to advance back across the valve. Attempted a buddy wire, utilizing transesophageal echocardiography (tee) in attempt to cross the valve with the device selecting the coronary cusp. The shaft of the device appeared compromised via fluoroscopy with poor tourque-abiltiy and was removed. The decision was made to place an impella cp.

Event description:
A 66 year old male underwent a planned pre operative placement of an impella 5.5 via the right axillary/subclavian surgical arterial approach. During the procedure, significant difficulty was encountered advancing the device due to the patient¿s complex anatomy. Initial placement was attempted over an 0.027" wire; however, the wire could not be removed secondary to a kink sustained during device advancement. The impella 5.5 could not be successfully implanted due to anatomical complexity, guidewire kinking, and suspected shaft compromise leading to inadequate torque response. The device was removed, and support was transitioned to an impella cp without reported complications. No patient harm was reported, and the patient remained hemodynamically supported following cp implantation. Product return evaluation is anticipated to further assess the reported issues. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The patient survived.

Manufacturer narrative:
After further clinical evaluation the following fields were amended: b1, b2, b5, h1, h6.

Manufacturer narrative:
Section e was inadvertently omitted on the initial manufacturer device report number. Any device-(twist, bent, kinked): the cause of the guidewire kink was most likely patient condition due to the patients anatomical complexity and tortuosity per the clinical details.